Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 70% stenosed, severely angulated target lesion was located in the circumflex artery (cx). A kinetix plus guidewire was advanced to the lesion and predilation was performed with an unspecified balloon. The physician then advanced a 3.0x8mm promus stent delivery system (sds) over the wire. While advancing the device, the sds and the guidewire became 'locked' together. The physician removed everything as a system and it was noted that the guidewire and the sds were unable to be separated after they were withdrawn from the patient. The procedure was completed with a non bsc guidewire and a non bsc stent was successfully implanted in the lesion. No patient complications were reported and the patient's condition is okay.

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 70% stenosed, severely angulated target lesion was located in the circumflex artery (cx). A kinetix plus guidewire was advanced to the lesion and predilation was performed with an unspecified balloon. The physician then advanced a 3.0x8mm promus stent delivery system (sds) over the wire. While advancing the device, the sds and the guidewire became "locked" together. The physician removed everything as a system and it was noted that the guidewire and the sds were unable to be separated after they were withdrawn from the patient. The procedure was completed with a non bsc guidewire and a non bsc stent was successfully implanted in the lesion. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR.: the kinetix plus guide wire was received with no original packaging and inside the related complaint device. Using minimal force, the kinetix device was easily removed from the related complaint device. A tactile inspection was performed by running fingers down the entire length of the device to make sure the coating was smooth and no issues were found. Using a laser micrometer the outer diameter of the kinetix device was measured in three different areas. The measurements were within specification. A new device was used to track the returned kinetix. This was to confirm there were no issues with the wire, no issues were found. Microscopic inspection revealed that all components were intact and there was no damage to the kinetix device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).